Manufacturer narrative:
Investigation is still ongoing.

Event description:
Per the field clinical specialist (fcs), during a tf tmvr procedure for a 29mm sapien 3 valve in a mitral surgical valve, the 29mm commander delivery system balloon ruptured during deployment. The entire system was removed to safely ensure insertion of another esheath. The balloon burst during valve deployment due to stenosis on the mitral valve in valve.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation and only limited information was provided. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the delivery system balloon component was 100% inspected. During the final inspection, the delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use (IFU) for commander delivery system with s3, device preparation manual, and procedural training manual were reviewed and no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed due to the unavailability of a device return or relevant imagery. Since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis, and therefore no manufacturing non-conformances were able to be identified. DHR and lot history review were unable to be performed as the device lot number was not provided. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the 29mm commander delivery system balloon ruptured during deployment.' And 'the balloon burst during valve deployment due to stenosis on the mitral valve in valve.' While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, pre-existing valve with stenosed leaflets can increase stress to the balloon and compromise the balloon wall during inflation leading to the balloon burst. Therefore, available information supports that patient factors (stenosed mitral surgical valve) contributed to the reported complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.